Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer stated that when changing the syringe in the pump, there was a leak from a crack in the tip of the syringe. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak from a crack in the tip of the syringe was confirmed. Visual inspection showed that the tip of the syringe was broken off and lodged into the female luer port of the concomitant extension set. Inspection under magnification showed stress marks at the break site of the syringe tip. No tool marks were observed. The root cause of the syringe tip break is excessive force having been applied to the syringe.

Event description:
The customer stated that when changing the hydromorphone syringe in the pump, there was a leak from a crack in the tip of the syringe. There was no patient harm.

Manufacturer narrative:
Additional info: event.

Event description:
The customer stated that when changing the hydromorphone syringe in the pump, there was a leak from a crack in the tip of the syringe. There was no patient harm.